Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 360 mg/dl with moderate ketones. Reportedly, the customer and the healthcare provider believed that the cause of the bg level was due to an issue with the pump; however, the specific cause was not provided. The customer was treated via manual injections and continued to use manual injections as alternate insulin therapy. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved.